Event description:
It was reported 'fracture of metacarpal prothesis during implantation. Complicated extraction of the implant fragments; fragmentation of pyrocarbon'. Add'l info was requested by integra

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.